Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, sleep current test and active current test. Pump received with intermittently unresponsive keypad and isolated to the keypad, casing. Inspected for solder connection issue fa fy2020-09, result: solder present at power connection.

Event description:
Information received by medtronic indicated that there was no information provided by customer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.